Event description:
It was reported that in (B)(6) 2014 the patient had a knee surgery. Following the surgery the patient noted that the stimulation makes their legs, from the thigh to the feet, numb. They have tried making adjustments with their patient programmer but it has not resolved the issue so they were requesting to meet with a manufacturer representative for reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).